Event description:
It was reported there was an error message on the clinician programmer that suggested the system was not compatible with the software of the programmer. It was noted this had occurred since the patient was implanted. It was stated when the doctor would cancel the message, they were able to access the implantable neurostimulator (ins) but all the information of programming was empty. It was stated they would have to program again. It was stated the patient received therapy. It was noted the battery showed 2.6v which meant the depletion of the ins was ¿so fast.¿ it was stated the therapy controlled the patient¿s symptoms and they were doing well. It was further reported the root cause was unknown and ongoing.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the symptoms of the patient were coming back and the battery was almost done. It was noted that a replacement was necessary.

Manufacturer narrative:
(B)(4).